Manufacturer narrative:
The reported events of high capture threshold and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies except for damages consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, high pacing impedance and high capture threshold was observed on the right ventricular lead during positioning. A different lead was successfully implanted in the right ventricle to resolve the event. The patient was stable following the procedure and there were no adverse consequences.